Event description:
Underwent femoral surgery on (B)(6) 2020, broken nail implant found during removal operation, not discovered prior. Nail was broken through transverse screw hole. The top portion of the nail was removed while the rest of the implant remains in situ.